Event description:
Ous MDR. A dislodgment was reported after an implantation time of about 2 months. The exact implantation date was not communicated to biotronik.

Manufacturer narrative:
Ous MDR. During the analysis, the mechanical properties of the lead were tested. A slightly bent fixation helix could be noted. The analysis did not find any manufacturing error or material defect. The bent fixation helix is with high probability due to excessive mechanical load (pressure and tensile forces) during the operation. The abrasion traces indicate friction with other leads as fraction partners in the implanted state.